Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the swivel of the attachment device was damaged. It was noted that the etching was missing at the swivel, the etching on the locking mechanism for the cutter was gone, and the bearing in the nose piece and the nose piece itself were worn. It was further determined that the device failed pretest for vibration. It was noted in the service order that the device had a bearing defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.